Event description:
It was reported that the patient was admitted to the hospital with hypotension and shortness of breath. A pleural effusion and tamponade was found. The physician felt there may have been a small perforation which stemmed from the right ventricular (rv) lead implant. The pericardial fluid was able to be drained by pericardiocentesis. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).